Event description:
It was reported that the manufacturer representative was not able to adjust stimulation. A power-on-reset (por) was reported. The cause of the por was not known. The manufacturer representative was provided with instructions for clearing the por condition. It was later reported that the patient was able to clear the por with her programmer and it worked perfectly. See also MFR. Rep. # 3007566237-2013-01153.

Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-41, lot# n297993, implanted: (B)(6) 2011, product type accessory; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).